Event description:
The customer reported via phone call that there were air bubbles in the reservoir caused by the bottom of the reservoir tilting and the piston being off. The customer was advised that their insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer also explained that they were hospitalized on 03/10/2015 and another time - twice with a blood glucose over 400 mg/dl during both admissions to the hospital. The customer also experienced diabetic ketoacidosis. Prior to the hospitalization, the customer was incoherent, and their temperature was 106 degrees fahrenheit. The call to the customer was disconnected. The customer did not return their insulin pump for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including displacement, rewind, basic occlusion, occlusion, prime/force sensor system and no delivery tests. The motor slide was inspected and no anomaly was noted. The insulin pump was received with normal operating currents, and no unexpected off no power or low battery alarm was noted. The insulin pump had a cracked reservoir tube lip and a minor scratched lcd window.